Event description:
Put the PICC in and noticed the pt was bleeding from the insertion site. Nurse pulled the PICC out and noticed the hole and did a PICC exchange using an over-the-guidewire technique.

Manufacturer narrative:
This complaint of a hole in the PICC is confirmed. During functional testing a spraying leak was observed emanating between the 2 and 3 cm depth markers. Microscopic (5x- 20x) examination of the leak site reveals a gauge hole in the purple tubing immediately proximal to the 3 cm depth marker. No other damage to the tubing is noted in the immediate area surrounding the gauge hole. Although the edges of the hole are well-defined, it has an irregular, oblong shape. The only complication with the device that was reported by the user was the pt was bleeding from the insertion site. No details are provided indicating if this complication was present prior to placement or if it developed over the time it was in place. No mfg defect could be observed in the catheter. The mechanism of damage is undetermined. A lot history review (lhr) of rexe1970 showed no other similar product complaint(s) from this lot number.